Event description:
Event description guidant received information that the pacemaker daily measurements for this atrial lead indicated a decrease in impedance. There was noise on the lead, as well. The doctor indicated there may be insulation damage. During an invasive procedure to address the issue the doctor pulled on the lead and a portion of it came out of the insulation, therefore a complete fracture was confirmed. The portion of the old lead will be returned for analysis. The patient is well. Based on the length of the broken portion and an x-ray photo, the physician commented that the lead seemed to have fractured around the subclavian area. The lead had been implanted for 12 years.,